Manufacturer narrative:
The correct device for this event is a mentor memorygel breast implant 700cc gel breast prosthesis, catalog #3507004bc, lot #6733877, serial # (B)(6), UDI # (B)(6). The device was implanted on (B)(6) 2013 and explanted and replaced with a mentor gel breast prosthesis on (B)(6) 2014. The date of event was reported to be (B)(6) 2019 in the initial report, but it is currently unknown when this device actually ruptured. On 06/28/2019, mentor received additional information about the event. The patient reported that she has had four different mentor gel breast prostheses rupture. Refer to manufacture report number 1645337-2019-16025, 1645337-2019-16026, and 1645337-2019-12405 for the reports on the other three ruptured devices. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor memorygel breast implant 550cc gel breast prosthesis, catalog #3505504bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast surgery with a mentor memorygel breast implant 550cc gel breast prosthesis that ruptured after implantation. Rupture of the right breast prosthesis was confirmed by MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.